Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the fuses in the power supply are blown. The customer reported there was no patient involvement.

Manufacturer narrative:
No patient information provided by the customer. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred. There is a relationship of the device to the reported problem. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined.